Manufacturer narrative:
The system is calibrated every 8 hours followed by a qc run and the qc results have been within the lab's established ranges prior to the event. A bci engineer decontaminated the system and replaced some hardware. There have been no further issues.

Event description:
A customer contacted beckman coulter inc (bci) regarding erroneous potassium (k) results. It is the laboratory procedure to run samples for k in triplicate and the k results did not correlate. The erroneous results were not reported outside of the laboratory and there was no affect to patient treatment.